Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) (batch no. 623029) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea") and was found to have weight increased ("weight gain"). In 2008, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy: rash/skin condition"), cystitis ("bladder infection"), fatigue ("fatigue"), nausea ("nausea"), anaemia ("blood or heart disorder/condition ¿ anemia"), irritable bowel syndrome ("gastrointestinal or digestive system condition ¿ ibs"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal) ¿ bacterial vaginosis"), urinary tract infection ("infection (bladder/urinary tract/vaginal) ¿ uti"), rash ("rashes or skin conditions ¿ rashes"), visual impairment ("vision problem"), hot flush ("hot flashed"), back pain ("back pain") and mood swings ("mood swing"). The patient was treated with surgery (ablation and hysterectomy(full), bilateral (salpingectomy)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dermatitis allergic, bladder disorder, urinary tract disorder, cystitis, fatigue, alopecia, weight increased, anaemia, irritable bowel syndrome, bacterial vaginosis, urinary tract infection, rash, visual impairment, hot flush, back pain and mood swings outcome was unknown and the vaginal haemorrhage, menorrhagia, genital haemorrhage, dyspareunia, migraine, headache, nausea and dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, anaemia, back pain, bacterial vaginosis, bladder disorder, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: received treatment for dyspareunia (painful sexual intercourse), pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), fatigue, hair loss, weight gain, nausea, migraines, headaches. Comments: left tube 4 coils. Right tube 1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: result: total bilateral occlusion. Lot number: 623029 manufacture date: 2007-01 expiration date: 2008-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2019: quality safety evaluation of ptc. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) (batch no. 623029) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea") and was found to have weight increased ("weight gain"). In 2008, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy: rash/skin condition"), cystitis ("bladder infection"), fatigue ("fatigue"), nausea ("nausea"), anaemia ("blood or heart disorder/condition ¿ anemia"), irritable bowel syndrome ("gastrointestinal or digestive system condition ¿ ibs"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal) ¿ bacterial vaginosis"), urinary tract infection ("infection (bladder/urinary tract/vaginal) ¿ uti"), rash ("rashes or skin conditions ¿ rashes"), visual impairment ("vision problem"), hot flush ("hot flashed"), back pain ("back pain") and mood swings ("mood swing"). The patient was treated with surgery (ablation and hysterectomy(full), bilateral (salpingectomy)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dermatitis allergic, bladder disorder, urinary tract disorder, cystitis, fatigue, alopecia, weight increased, anaemia, irritable bowel syndrome, bacterial vaginosis, urinary tract infection, rash, visual impairment, hot flush, back pain and mood swings outcome was unknown and the vaginal haemorrhage, menorrhagia, genital haemorrhage, dyspareunia, migraine, headache, nausea and dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, anaemia, back pain, bacterial vaginosis, bladder disorder, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: received treatment for dyspareunia (painful sexual intercourse), pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), fatigue, hair loss, weight gain, nausea, migraines, headaches. Comments: left tube 4 coils. Right tube 1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs and mr received : events added- hot flashes, mood swing, vision problem, vaginal haemorrhage, genital haemorrhage, iron deficiency anaemia, dysmenorrhea, irritable bowel syndrome, bacterial vaginosis, uti, rashes, back pain. Aka name added, reporter added, lot number added, patient demographic added, events outcome updated, events onset date, events severity, medical history and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy(full), bilateral (salpingectomy)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, dermatitis allergic, bladder disorder, urinary tract disorder, cystitis, fatigue, alopecia, weight increased, nausea, migraine and headache outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, dermatitis allergic, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder and weight increased to be related to essure (ess205). The reporter commented: received treatment for dyspareunia (painful sexual intercourse), pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), fatigue, hair loss, weight gain, nausea, migraines, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: essure confirmation test results not provide.. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: previously reported event "injury to herself" updated to "dyspareunia (painful sexual intercourse)", events- "pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), allergy rash, bladder problems, urinary problems, bladder infection, fatigue, hair loss, weight gain, nausea, migraines, headaches", lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.